Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 458 mg/dl. Customer had blood glucose level of 291 mg/dl. Customer did not allege insulin pump for under delivering. Customer declined to troubleshoot for high blood glucose level. Customer was treated with insulin pen. The insulin pump will not be returned for analysis.